Event description:
During index procedure, the patient had two endeavor sprint drug-eluting stents implanted; one in the rca and one in the lcx. Approximately 6 months post index procedure, the patient suffered gi bleed. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage); evaluation, conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).